Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery extending to popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured immediately after increasing the pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.